Event description:
Healthcare professional, later confirmed, capsular contracture, baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional, later reported, rupture.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and more than three openings assessed as fold flaw opening. Capsular contracture unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade iii. Additionally and later, healthcare professional reported rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown". Device remains implanted.